Manufacturer narrative:
A field service engineer (fse) visited the site on 04/22/2016 to evaluate the instrument. The fse found visibly burnt components on the driver board assembly. The cause of this event was a defective driver board assembly. The board was replaced and the customer is operational. (B)(4).

Event description:
The customer reported that a sensation of electric shock was felt while using an allegra x-15r centrifuge. No sparks, smoke, or flames were present. There was no death or injury associated with this event. The user did not receive any medical attention.